Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that the ok button was intermittently unresponsive when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4): the keypad was found to be peeling from below the ok button, exposing the button contacts. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.